Manufacturer narrative:
A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the us alleged the generation of discrepant results for three patient sample when using the cobas liat sars-cov-2/flu test on 2 cobas liat systems or on an abbott test. One patient sample generated the following results in the first test: sars-cov-2 pos, flu a neg, flu b pos. The same sample was tested again on a second liat analyzer, and all results were negative for all 3 targets. The sample was tested again on an abbott test and all results were negative for all three targets a second patient sample generated the following results in the first test: sars-cov-2 pos, flu a neg, flu b neg. The same sample was tested again on a second liat analyzer, and all results were negative for all 3 targets. A third patient sample generated the following results in the first test: sars-cov-2 pos, flu a neg, flu b neg. The same sample was tested again on a second liat analyzer, and all results were negative for all 3 targets. Negative result was released. No harm was indicated. The negative results were reported out; however, the complaint case indicated there was a change in treatment. No patient information was available other than two of the three patients were male.

Manufacturer narrative:
The customer returned their cobas® liat® system for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. Corrected manufacturing site. (B)(4).